Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: UDI#: (B)(6) the event is confirmed with product received. Visual inspection revealed that the plug was worn on both the head and threads. The damage to the threads of the plugs and the screw tulip head are consistent with cross-threading of the plugs into the screw tulip head during attempted installation. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3003853072-2020-00072 and 3003853072-2020-00073.

Event description:
It was reported three instinct java blockers stripped during surgery. A fourth blocker was used to complete the procedure. There were no reported patient impacts. This is report one of three for this event.